Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening with non-penetrating nicks due to surgical impact (shell thickness was within specification), around the opening have non-penetrating nicks. Although observed, broken device assessed as smooth opening, and missing piece of the shell. Additional observations: no other observation observed in the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Device has been explanted.